Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins was overdischarged. The patient was noncompliant with charging. The patient was being met with next monday to evaluate their system. The issue has not been resolved. No symptoms were reported. Additional information was received. It was reported they would be meeting with the patient on 2020-09-15 to evaluate. Additional information was received. It was reported the actions that would be taken was the manufacturer would interrogate the ins and if that was not possible initiate a passive recharge mode. The overdischarge had not yet been resolved. Patient reported their ins was dead and has had a return of pain in their hand. Additional information was received. It was reported a successful passive recharge mode was completed. When the por was cleared the battery was at eos. The patient was reaching out to their healthcare provider to have the battery replaced.